Event description:
It was reported that the patient¿s pump and catheter were going to be revised. No patient symptoms were reported. This device system delivered baclofen. Additional information was requested to clarify event details, patient symptoms, testing and troubleshooting, resolution and current patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the cause of the event was that the patient experienced increased spasticity. The event was not attributed to the pump. It was at the connection of the spinal segment and pump segment. The patient underwent a revision on 2014-09-08 and they found that the spinal segment and the pump segment were not fully connected. A computerized tomography (CT) scan was performed at one point and this showed "normal." The patient was now doing well and receiving effective therapy. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).